Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) was informed that the customer addressed the problem by removing the endoscope, clearing the guided tool change, and reseating the endoscope, which resolved the issue as there was no inverted image. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review did not reveal any related error, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was an image orientation issue with a 30-degree scope. The caller noted that the problem was resolved after multiple attempts to fix the image flipping. The issue initially occurred when the scope was removed, and the bedside team had to reseat the scope multiple times to achieve a normal image display. The caller was advised to erase guided tool change in future instances. The procedure was being completed as planned with no reported injury.